Manufacturer narrative:
The reported reset was confirmed in the laboratory. The cause of the reset was a power-on-reset (por). The battery was sent to the vendor for further analysis. An internal anomaly was found that caused the battery to prematurely deplete, resulting in the reset condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was in back-up mode.